Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed, cassette not attached. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Upon inspection, customer problem was duplicated. When a cassette was attached the pump started with cassette not attached properly alarming. A defective dso sensor was replaced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Event history log was reviewed and the error was found multiple times. The defective dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2020, and is out of warranty. Therefore, no manufacturing DHR review is needed.